Manufacturer narrative:
Evaluation summary: the protégé gps was returned for evaluation. No ancillary devices or images were received. The device was not properly routed on its transportation tray. The protégé gps was visually inspected. The distal portion of the stent was protruding out from the distal end of the catheter outer sheath. Approximately 17 mm of the stent was exposed. The safety knob was loose. Crystalline residue was noted within the stopcock tube. The distance between the two stent deployment grips was approximately 47 mm (acceptable length is 54.0-62.0 mm). The deployment grips have been moved closer together. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed; a clear steady stream of fluid was observed exiting the distal tip of the device. A 10cc water filled syringe was attached to the stopcock luer lock and the annual spaces of the device were flushed; clear fluid was observed exiting the distal end of the device outer sheath. A 0.035¿ guidewire was loaded through the device distal tip and navigated out the device proximal hub luer lock with ease. The guidewire loaded device was placed into a deployment apparatus with the safety knob loose. The stent was deployed with a maximum peak force of 0.29 lbs (less than or equal to 3.0 lbs). The deployed stent was examined; no abnormality or deformity was noted. The device inner distal assembly was examined: the distal marker band was found loose. The device inner distal assembly was cut and a witness mark from where the safety locking pin engages the stainless steel hypotube was located at approximately 31 mm proximal of the distal end of the hypotube. The witness mark indicates that the safety locking pin had been properly torqued during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a protégé gps to treat plaque lesion with 80% stenosis in the distal right saphenous vein. Artery diameter was 10mm and the vessel presented severe tortuosity. The device was prepped as per the IFU and no issues were noted. Access was right femoral. It was reported that resistance was felt when advancing the device and the physician was unable to cross the lesion. There was no resistance felt when removing the device. The target lesion was left untreated. There was no patient injury reported.